Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) atypical growth was observed by the laboratory personnel. Tere was no report of patient impact. The following information was provided by the initial reporter: "it was reported that corynebacterium tuberculostearicum failed to grow."

Manufacturer narrative:
H6: investigation summary: bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection. Also, gram stain was performed with satisfactory results. Batch and sensor history records review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch record review results. Quality control certificates list test organism, including atcc¿ culture specified in the clsi standard m22, quality control for commercially prepared microbiological culture media for expected atcc performance. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) atypical growth was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that corynebacterium tuberculostearicum failed to grow."